Event description:
During a dental procedure to remove tooth #1, a cogswell elevator tip broke approx 2mm from the tip of the instrument. The tip was not retrievable during the procedure. Pt was sent to oral surgeon and oral surgeon could not remove the tip either. Hu-friedy manufacturing was made aware of this incident in 2008. Incident occurred on a week earlier

Manufacturer narrative:
Independent metallurgical analysis determined that, "instrument failed in a bending mode via fast fracture due to overload. There was no pre-existing crack, fatigue or surface corrosion which could have caused the premature failure of this instrument. It is therefore likely in this case, that too much force was applied to this instrument over a severe bend which caused the instrument tip to fracture and break off."